Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. However, available evidence indicates noise consistent with air bubbles escaping a damaged or torn seal plug was observed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored one untreated episode showing oversensing of non-physiologic noise. The episode was stored about two weeks post-implant. During a device follow-up, troubleshooting was performed but the noise in the episode was not able to be recreated with patient movements and device manipulation. Any noise produced with patient movements was correctly marked as noise by the device. However, noise created during device manipulation was inappropriately sensed by the device. The device was currently programmed to the secondary vector; during testing, the alternate vector showed a poor r/t ratio and the primary vector showed larger amplitude t-waves. It was noted the patient was sleeping on the sofa at the time the episode was stored. The patient reported discomfort with the implanted device and had been propping a small cushion under the left armpit for comfort. Device data was submitted to technical services for review and evaluation of the noise, which was noted to be consistent with air bubbles escaping a damaged or torn seal plug. This issue would self-resolve as the air becomes exchanged with fluid over time. X-rays were provided and appeared to show appropriate insertion of the terminal pin into the device header. No adverse patient effects were reported. The device remains implanted and in service.